Event description:
On may 29, 2001 the end-user contacted minimed, USA via mail to report that end-user was having problems with the infusion set coming off the skin and remaining attached. The infusion set only remained attached for about an hour. On june 25, 2001 maersk medical received the complaint and 1 used infusion sets. The near-incident took place in USA.